Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch profile meter was reading inaccurately low. The pt tests her blood glucose 4-5 times a day. She usually tests before meals. The pt takes humalog insulin via an insulin pump. She takes bolus doses of the insulin based on her meter readings. About a month ago, the pt visited her doctor for an unk reason. The pt's doctor informed her that her hba1c was elevated and that there was something wrong with her meter. The pt reportedly did not believe there was a problem with the reported meter and continued to use the device. For the past month, the pt mentioned that her meter readings appeared to be normal or a little low. She was unable to provide any examples of results she obtained. During that time, the pt continued to take her insulin as prescribed. On the day before, the pt reported developed symptoms of vomiting, nausea, a dry mouth, a severe headache, and feeling very exhausted and tired. That same day when she got home from work, the pt tested her blood glucose on the reported meter and got a result of "65 mg/dl." The pt administered self-care by drinking juice. Thirty minutes later, the pt retested and an unidentified backup meter and claimed that she got a result of "850 mg/dl." The pt took a total of 60 units humalog insulin over a course of 4 hours as an attempt to lower her blood glucose levels. Since her readings were not going down, the pt went to an emergency room (ER). In the ER, the pt tested her blood glucose with the reported meter and claimed that she got a result of "32 mg/dl." Within 10 minutes of testing on the reported meter, the pt claimed that her blood glucose was tested by the lab and on a hospital meter. She stated that the lab and hospital meter gave results in the "600's" mg/dl. The pt claimed that she had ketones (unk if in blood or urine) and was given insulin treatment from the hospital. She was released from the hospital that same day when her blood glucose level got down to "120 mg/dl." At that point, the pt said she felt better. The pt was obtaining blood samples from her fingers. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of hyperglycemia and reportedly received insulin treatment in a hospital after the alleged meter inaccuracy issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.